Manufacturer narrative:
(B)(4). Device evaluation expected but not yet completed. Any additional information or results of evaluation will be provided in a follow up e MDR.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was received operation and in good condition by the pal (product analysis lab). The device failed the homechoice rite (return instrument test / evaluation) functional and failed the rite electrical earth leakage current test. The pal evaluated the device. An internal inspection revealed fluid inside the bottle, door and pump assemblies. The assignable cause for rite test failure - earth leakage current was determined to be a shorted pump due to fluid ingress. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
During evaluation of a returned homechoice (hc) device, the product analysis laboratory determined the hc machine system failed returned instrument test/evaluation testing due to a failure of the earth leakage current test.